Event description:
Customer reported that buttons had to be pressed hard or more than once before responding. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.